Manufacturer narrative:
Investigation results: visual examination of the complaint device found the lumen to be kinked and stretched, restricting the guide wire so that it could not exit the tip. The balloon was able to inflate without any issue. The catheter was examined and no issues were found. When water was injected into guidewire/injection port a leak was confirmed, as water was leaking from the lumen into the balloon. The investigation results are not consistent with the event description. The reported defect of catheter broken was not confirmed as the catheter revealed no issues. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. Based on the investigation results, which indicate that the catheter was not broken, this is no longer considered a reportable event.

Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2011 that a cre balloon dilatation catheter was used during a colonic dilation procedure performed on (B)(6) 2011. According to the complainant, during the procedure, the balloon was first used to dilate a stenosis in the colon and no issues were experienced. The colonoscope was advanced and another stenosis was noted. The balloon was attempted to be advanced through this stenosis; however difficulty was experienced. Therefore, the guidewire of the cre balloon was removed from the device in order to insert a different guidewire. A hydrajagwire (bsc) was then attempted to be advanced through the device, however the guidewire could not be advanced. The devices were removed and it was reported that the guidewire channel of the catheter was noted to be broken at the balloon area. The procedure was completed with another cre balloon dilatation catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a cre balloon dilatation catheter was used during a colonic dilation procedure performed on (B)(6), 2011. According to the complainant, during the procedure, the balloon was first used to dilate a stenosis in the colon and no issues were experienced. The colonoscope was advanced and another stenosis was noted. The balloon was attempted to be advanced through this stenosis; however difficulty was experienced. Therefore, the guidewire of the cre balloon was removed from the device in order to insert a different guidewire. A hydrajagwire (bsc) was then attempted to be advanced through the device, however the guidewire could not be advanced. The devices were removed and it was reported that the guidewire channel of the catheter was noted to be broken at the balloon area. The procedure was completed with another cre balloon dilatation catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.